Event description:
Approx one hour into a dialysis treatment, the venous bloodline became disconnected from the venous needle. The pt noticed the problem and called for the nurse. The nurse stopped the blood pump and clamped the line clamp. Staff alleged that the machine did not alarm. Staff returned the extracorporeal blood to the pt, replaced the bloodlines and restarted treatment. Staff gave th pt 200 ml. Normal saline. Treatment was completed without further incident. The pt was released after the incident. The pt has had no add'l problems related to this incident.